Event description:
It was reported that the patient presented to the clinic and upon interrogation of the pulse generator, an error message was displayed and the device began pacing asynchronously. It was noted that the patient was wearing a magnetic tag. After removal of the tag, the device functioned normally. No programming changes were made at this time. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.